Event description:
The pt complained about pain. The surgeon determined due to adjacent level disk degeneration, the implant shifted posteriorly. The implant subsequently fused into this new/shifted position. The surgeon removed the implant and had to replace with another product. Ref MFR number 3005180920-2014-00030.